Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when deploying the angio-seal, the device sleeve came apart from the device cap. The angio-seal was deployed successful with no complications. The patient was reported to be in stable condition. The procedure was successful. Additional information was received on october 4, 2018. The green port separated from the white port on the distal end where the two pieces snap together. The procedure was a y90 liver treatment (therasphere). The account used a 5fr procedure sheath. A pre deployment angiogram was performed. During deployment when pulling back the device, separation occurred. The physician was able to use the string and tamper the piece to continue to deploy the angio-seal and hemostasis was achieved.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for evaluation. No accessory components were returned. The device was returned in the full rear lock position where both the colored bands were completely exposed on both sides. The suture was cut near the tip of the hemostasis sheath distal to the clear marker. The deployment sleeve was mated as intended and no damages were observed upon visual inspection. The device was observed microscopically and no deformations were noted on the latches on the green deployment sleeve which mate with the carrier tube hub cap. Functional testing was performed; the carrier tube was then removed from the hemostasis sheath with application of significant force. The device was pushed to forward lock position and then pulled to rear lock position again. There were no mating difficulties noted. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, the returned sample was found to be the normal product.